Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency cardiac arrhythmia. The procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The fse confirm the malfunction with frame grabber card which failed the system initialization. Part analysis confirms that the hdd¿s plugged into wrong port. The fse replaced the flexvision pc and hdd (hard disk drive). After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not boot. It froze at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer (ippc) along with a hard drive and returned the system to use in good working order. Philips has started an investigation of this complaint.